Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and midshaft section found the midshaft kinked at the port site and at 12mm proximal to the port site. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04831. It was reported that stent moved on balloon. The target lesion was located in the tortuous right coronary artery (rca). After a guidezilla guide extension catheter crossed the lesion, a 3.5x38 promus premier¿ stent was advanced and deployed in the distal lesion. Then a 4x24 promus premier¿ stent was advanced proximal to the previously deployed stent and it became stuck /caught on the stent struts of the 3.5x38 promus premier¿stent. The stent was removed from the patient and it was noted that the stent looked frayed. Another 4x24 promus premier¿ stent was advanced but the stent got caught in the guidezilla and the hypotube was kinked. The second 4x24 promus premier¿ stent was removed and used the third 4x24 promus premier¿ stent. However, it got caught on the collar of the guidezilla and the stent moved on the balloon. The procedure was completed with a 3.5x25 promus premier¿ stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).device is a combination product.(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04831. It was reported that stent moved on balloon. The target lesion was located in the tortuous right coronary artery (rca). After a guidezilla guide extension catheter crossed the lesion, a 3.5x38 promus premier¿ stent was advanced and deployed in the distal lesion. Then a 4x24 promus premier¿ stent was advanced proximal to the previously deployed stent and it became stuck /caught on the stent struts of the 3.5x38 promus premier¿stent. The stent was removed from the patient and it was noted that the stent looked frayed. Another 4x24 promus premier¿ stent was advanced but the stent got caught in the guidezilla and the hypotube was kinked. The second 4x24 promus premier¿ stent was removed and used the third 4x24 promus premier¿ stent. However, it got caught on the collar of the guidezilla and the stent moved on the balloon. The procedure was completed with a 3.5x25 promus premier¿ stent. No patient complications were reported and the patient's status was fine.